Event description:
Exeter bone plug broke during impaction into femoral canal. (B)(4) 2015: the sales rep confirmed there was no impact to patient, and surgeon was happy with plug and placement of plug in canal after surgery.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned and no photographs were provided.. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
Exeter bone plug broke during impaction into femoral canal. On (B)(6) 2015: the sales rep confirmed there was no impact to patient, and surgeon was happy with plug and placement of plug in canal after surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device was implanted.